Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced tubing expansion/ballooning and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2420-0500 (x4) batch no: unknown complaint 1 of 4 it was reported that there was an issue with resistance/pressure from IV tubing when giving push medication. Part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on 10/14/2020. The rn encountered resistance/pressure from IV tubing when giving IV push medication. Rn examined patients PICC line and found no issues with good blood return rn noticed IV channel seemed slightly open. Rn opened the channel and found that the tubing was stretched and formed a bubble inside the channel. Rn changed IV bag and tubing- old IV bag and tubing are available to return for review.

Manufacturer narrative:
H.6. Investigation: one sample of 2420-0500 was submitted for quality investigation. The customer complaint resistance/pressure from IV tubing when giving push medication could not be verified during investigation. A simulated infusion was conducted at a rate of 100 ml/hr on the received sample and there were no issues found from the infusion set. Upon further investigation, the female luer at the distal end of the infusion set was missing, however, it was not indicated as missing in the customers complaint and was most likely separated from the tubing when the infusion set was replaced during initial use. No further defects were observed. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause of this complaint could not be determined based on the inability to replicate the issue. See h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample of 2420-0500 was submitted for quality investigation. The customer complaint resistance/pressure from IV tubing when giving push medication could not be verified during investigation. A simulated infusion was conducted at a rate of 100 ml/hr on the received sample and there were no issues found from the infusion set. Upon further investigation, the female luer at the distal end of the infusion set was missing, however, it was not indicated as missing in the customers complaint and was most likely separated from the tubing when the infusion set was replaced during initial use. No further defects were observed. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause of this complaint could not be determined based on the inability to replicate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this complaint could not be determined based on the inability to replicate the issue. Equipment used: dchu-011.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced tubing expansion/ballooning and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2420-0500 (x4), batch no: unknown. Complaint 1 of 4: it was reported that there was an issue with resistance/pressure from IV tubing when giving push medication. Part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6) 2020. The rn encountered resistance/pressure from IV tubing when giving IV push medication. Rn examined patients PICC line and found no issues with good blood return rn noticed IV channel seemed slightly open. Rn opened the channel and found that the tubing was stretched and formed a bubble inside the channel. Rn changed IV bag and tubing- old IV bag and tubing are available to return for review.